Event description:
A review of service data detected a reportable event. During servicing of electrode belt returned for routine maintenance it was noted that a pin in the connector was bent. The most recent user did not report any problems with the connector.